Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a patient infusion, a clinician noticed a leak in the secondary tubing. There was no report of any patient harm.

Manufacturer narrative:
Concomitant medical products: 10014855a; 250 ml hospira bag (B)(4) lot number 59-111-jt trastuzumab(herceptin) and 10 ml bd syringe ref 306546 lot number 6341862 exp 2019-12-31 0.9% sodium chloride; 150 ml hospira bag (B)(4) lot number 63-118-jt exp 1 mar 2018 0.9% sodium chloride. The customer¿s report of a secondary tubing leak was not confirmed. Visual inspection identified no anomalies. Functional testing and pressure testing failed to produce any leaking. The root cause was not identified.

Event description:
The customer reported that during an infusion of herceptin 460 mg/ 250 ml ns, a clinician noticed a leak in the secondary tubing.